Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, during insertion of the sheath, the patient's blood pressure decreased rapidly and the patient experienced ventricular fibrillation (vf) episodes. Sinus rhythm was restored by cardiac resuscitation. The procedure was aborted while the patient was under general anesthesia. It was noted that the physician verified by echo the absence of pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.